Event description:
The account alleged the side rail could not latch. No patient impact.

Manufacturer narrative:
The account found the side rail end tube is missing the top side rail ratchet rivets. The account replaced the top side rail ratchet rivets to resolve the issue.